Event description:
The user facility reported a blood leak that occurred at the beginning of dialysis treatment. During follow-up commmunication with the user facility, it was reported that they have had 3 additional occurrences of blood leaks during january. Each leak occurred at the beginning of dialysis treatment and involved dialyzers from the same lot. The dialyzers were discarded and the treatments were successfully completed using another dialyzer. Although the blood loss associated with change-out of each dialyzer was estimated to be 150-200 cc, the user facility reported that there were no patient complications associated with these events.